Event description:
Customer reported when the alarm is in use with the floor sensor, the alarm does not sound each time weight is applied to the sensor which was found during set up. Customer is returning both the alarm and the floor sensor to be tested together. Customer did not provide the date of event. No patient incident or injury was reported.

Manufacturer narrative:
The product (s) have been requested to be returned and are reportedly in transit. Note: this report is made based solely on the issue reported by the customer. The reported issue may be related to the floor sensor having creases or folds which can cause the sensor to not always sense when weight is those spots or the alarm unit may have damaged to the sensor receptacle pins that could cause the alarm to not always sense when weight is on the floor sensor. However, since the product(s) have not been returned, there is insufficient information to make a determination. (B)(4).